Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, ischemia, dyspnea, edema/swelling, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a revascularization procedure that took place on (B)(6) 2010, a 2.75x18 mm promus stent was deployed in the obtuse marginal. On (B)(6) 2013, the patient presented with 3 days history of increasing shortness of breath associated with exercise intolerance, dyspnea on exertion and pedal edema. In addition the patient also experienced episodes of clenching chest pain accompanied by nausea and smothering and was diagnosed with worsening coronary artery disease and class iii atypical angina. On (B)(6) 2013, 80% instent restenosis was observed within the stent in the 1st obtuse marginal which was treated with a laser for ablation and a non compliant balloon. Following post-dilatation, residual stenosis was 0%. The patient was discharged on (B)(6) 2013. No additional information was performed.